Event description:
The user facility reported that during a diagnostic colonoscopy, the image flickered and then was completely lost. The procedure was reportedly completed with a different, but similar device and there was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation duplicated the user's report of the image flickering, smearing, and being lost when the bending section was manipulated. However, there were minor chips found on the objective and light guide lenses. There were also nicks and dents found on the distal end cover. The cause of the user report was determined to be due to a broken charge coupled device (ccd) cable at the bending section area. This report is being filed as an MDR in an abundance of caution.